Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the surgeon couldn't screw in the milagro 6 x 23mm interference screw. Or manager told me that he had problems with the threads. I have not more details. I was not in the or for this acl. I already wrote a complaint for another problem. They couldn't turn in 2 x 6 x 23 mm screws. The third one worked. There was a delay of 10 minutes. No patient consequences. The device is available for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the surgeon couldn't screw in the milagro 6x23mm interference screw. Or manager told me that he had problems with the threads. I already wrote a complaint for another problem. They couldn't turn in 2x 6x23mm screws. The complaint device was received and evaluated. Visual observation revealed that there are no anomalies noted on the external geometry of the screw, the proximal structure and the hex shape. The screw was received completely, it was not broken. To test its functionality, it was loaded onto a milagro advance driver and could be inserted successfully; after that, it was twisting in the different modes and it was turning as expected. Therefore, this complaint cannot be confirmed. We cannot discern a specific root cause for the user to have experienced this issue. The possible root cause for the stripped can be attribute when the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device lot number 6l63614, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.